Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the occlusion error triggered constant alarms. The event occurred during testing.

Manufacturer narrative:
Received one device. Visual inspection found latch/lock optic sensor corrosion. Customer complaint of, downstream occlusion alarms, confirmed through, downstream occlusion sensor (dso)/upstream occlusion sensor (uso) test. Replaced, dso sensor and latch lock sensor. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.